Manufacturer narrative:
Batch review performed on 20 march 2024 lot 2305659: (B)(4) items manufactured and released on 13-apr-2023. Expiration date: 2028-mar-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved: gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k0909889) lot 2318059: (B)(4) items manufactured and released on 13-oct-2023. Expiration date: 2028-sep-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed by r&d project manager. Revision surgery after one month from primary surgery due to tibial insert dislocation of a gmk sphere implant. From visual inspection of the removed component, the insert looks damaged in its distal surface in contact with the tibial baseplate. It presents a sort of incisions of the negative shape of the tibial baseplate; these have been most likely caused by the edges of the lateral profile of the baseplate when the insert underwent body load pressure and was not engaged in the tibial tray. Looking also at the post-primary x-rays, we can notice that the insert was likely already disengaged from the baseplate right after the surgery (and so probably never engaged). In fact, the distance between the femoral component and the tibial baseplate seems too high to represent the thickness of the insert if properly engaged into the baseplate. There is no reason to suspect that the event was caused by a faulty device. Clinical evaluation performed by medical affairs department. Partial revision surgery a few weeks after primary cemented tka. The reason for the revision was insert dissociation from the baseplate. In fact, from the postoperative radiograph, it appears that the insert was already dislocated at that time, and therefore it's legitimate to hypothesize that it never got fully clipped in. The insert is mechanically damaged by improper loading; therefore, an exhaustive dimensional check cannot be performed with conclusive results. We do not think that a plausible root cause for this event can be sought in the clinical performance of the implant.

Event description:
Revision surgery performed due to dissociation of the inlay from the tibial baseplate 1 month after the primary surgery. The inlay has been revised.